Event description:
It was reported that the patient experienced ventricular tachycardia (vt). It was reported that the right atrial (ra) lead exhibited  undersensing of atrial arrhythmia creating "terminated" episodes. Rapid ventricular response was noted and in some instances, declared as vt due to atrial undersensing. The ra lead remains in use. It was reported that the right ventricular (rv) lead exhibited a h igh number of short v-v intervals. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.